Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unspecified procedure using a ncircle tipless stone extractor, the user opened the package and found that the basket could not be opened. Then the user opened the basket with difficulty, but could not close the basket afterwards, and caused the basket wire to break. This device was not used. The user changed to another same device to complete the procedure. No adverse effects to the patient.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use(IFU), manufacturing instructions, and quality control data. The complainant returned two ncircle tipless stone extractors. The returned packaging confirms the lot number. Device a: device returned with the handle severed from the basket assembly and catheter visual exam notes 1.7 cm of the cannulated handle extends from the handle slide visual exam notes 1 cm of the flare tubing still on the cannulated handle collet knob is tight and secure. Visual exam notes the remaining device returned in the shipping holder visual exam notes the catheter measures 65.1 cm visual exam notes 9.3 cm of the coil extends the proximal end of the catheter visual exam notes a severe kink in the catheter 5.5 cm from the distal tip function test notes the basket formation cannot be manually actuated basket assembly removed from catheter visual exam notes basket formation is present, and the basket wires were found to be secure device b: device returned in the shipping holder device returned with the handle in the open position device returned with the basket formation in the closed position collet knob is tight and secure. Polyethylene terephthalate tubing [pett] measures 3 cm in length. Visual exam notes catheter is partially severed [split] 2 mm from mlla [male luer lock adapter] visual exam notes the catheter is split into the flare function test notes handle actuated the basket formation, but drag was noted where the catheter is severed. A review of the device history record found no non-conformances for this lot. A review of complaint history revealed no additional complaints associated with the complaint device lot. The IFU provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Conclusion: two complaint devices were returned. Both devices were found to be nonfunctional due to sheath damage near the handle. Device a had the sheath and basket assembly severed, with the handle separated from the remainder of the device. Device b was found to have had its sheath partially severed. The cause for the observed damage could not be conclusively determined. It is possible the devices experienced unintended forces before use that caused the damage. The IFU does contain a caution not to use excessive force to manipulate the device or damage may occur. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.